Event description:
Initial reporter indicated that during revision surgery to replace a generator for end of battery life they "were getting a fault message when they performed a system diagnostics test with the replacement generator." The test reportedly faulted several times. A device malfunction is suspected against the programming wand. Another programming system was used successfully to interrogate the generator. Manufacture is making good faith attempts to get the wand back for product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.